Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight: unknown / not provided. H6: event problem codes: patient code: 1932.

Event description:
Doctor reported nerve damage with inflammation at tooth site 46. After implant's insertion, implant appeared to be close to the nerve, which caused parasthesia. One day after the surgery, doctor decided to unscrew 2 threads (2mm) to avoid parasthesia. 3 months later implant lost integration. Patient referred pain.